Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and weakness leading to difficulty walking. On the same day as the onset of peritonitis, the patient was hospitalized. The cause of the peritonitis was unknown. The patient was treated with two different unspecified antibiotics (intraperitoneally for seven days, dose and frequency not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was discharged from the hospital and was recovered from the event. No additional information is available.